Event description:
It was reported that the pacemaker became nonfunctional and had to be replaced. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID 435135, lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type lead; product ID 435135 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type lead. (B)(4).